Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI - (B)(4). Concomitant medical product - 154925 oxford ph3 cementless fem sz s lot # 3758038. A 159569 oxf anat brg rt sm size 4 PMA lot # 3567030. Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01189, 3002806535-2017-01191. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to infection.